Event description:
It was reported that high impedance and high pacing threshold were observed. Lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in two sections. Internal insulation abrasions under the rv shock coil were found at 5.4cm-5.8cm and 6.2cm - 6.7cm from the distal tip. The etfe coating on one of the ring electrode cable was abraded at 5.4cm-5.8cm.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.